Manufacturer narrative:
The received device had the cannula assembly deployed and the formed needle not retracted. Blood was observed inside the soft cannula. The pod generated an 0x18 empty reservoir alarm, and timeouts were observed in the download data. Inspection of the device confirmed that the reservoir was empty. The pod was connected to a master pdm and a 5u test bolus was delivered; the timeouts were replicated. The drive mechanism components were inspected for damage and debris, but no issues were found. A root cause for the timeouts could not be determined. Damage was found on the slide retract, indicating improper installation of the formed needle, which was not seated in the slide retract. This issue resulted in the formed needle failing to retract and contributed to the reported pain during insertion and bleeding/bruising symptoms. No other damages or defects were found during the investigation.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose rose to 228 mg/dl while wearing the pod for about 2 hours. The needle did not retract when the pod was activated; this indicates that a needle mechanism failure occurred. Pain and bleeding at the infusion site were also reported. As treatment, the pod was removed.